Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer¿s blood glucose level was over 600 mg/dl at the time of incident. The customer also reported other events such as thirst and urination. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Based on customer report customer did not allege insulin pump was under delivering. Customer noticed air bubble while completing high blood glucose troubleshooting. Customer stated that there was an air bubble in the tubing near the cannula in her body. Customer stated that the air bubbles are the size of a flat head sewing pin. Customer stated that the cannula was angled. Customer reports insulin exited at the quick release. Customer declined to continue insulin pump troubleshooting. The device will not be returned for analysis.